Event description:
Procedure: wedge resection. Reportedly, while performing the procedure the surgeon closed the jaws of the device to perform the linear cutting and stapling. Once the device was fired the staples did not form properly. This resulted in bleeding from the tissue which needed to be repaired.